Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the customer provided images revealed that the eyelet on the distal tip of the device was deformed. A review of the instructions for use found: read these instructions completely prior to use. Incomplete anchor insertion may result in the anchor not functioning as intended. Breakage of the suture anchor can occur if insertion sites are not prepared with the appropriate instrumentation prior to implantation. Incomplete anchor insertion may result in poor anchor performance. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a rotator cuff repair, the 5.5 healicoil knotless regenesorb's eyelit on the implant broke during the suture tensioning process. The surgeon backed the implant out of the joint and the procedure was completed with a smith and nephew back up device with a delay of 5 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.